Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported been high in the past and has been in hospital several times this year because her doctor makes adjustment and nothing changes. A follow up on the event was conducted, but the customer was not cooperative in providing more information on her admission. The customer stated being more concern about her sensitivity of 65, but she adjusted to 50. Advised the customer that she will need more insulin. No further information was provided.